Manufacturer narrative:
(B)(4). The evaluation of the device is ongoing and has not been completed.

Event description:
It was reported that, when powered on a 980 ventilator was inoperable. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified was not able to duplicate the reported condition. The se performed extended self-testing on the device and all tests passed.